Event description:
Device service required prompt. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 19th december 2016. The device was returned with the reported fault ¿device service required¿. The fault was confirmed during the investigation. Upon visual inspection of the device the +ve terminal pogo pin was found to have failed under closer inspection it was determined that the spring of the pogo pin had failed, which had prevented the pin from springing back fully into position. The failed pogo pin spring had resulted in an intermittent connection from the device to the pad-pak. This had caused the voltage fluctuations observed in the log and the failed self-tests due to a low battery. The low battery fails would have resulted in the device emitting a ¿warning low battery, device service required¿ as per the reported fault. The fault could not be replicated with a new +ve terminal pogo pin fitted. This would confirm a failure of the +ve terminal pogo pin. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device service required prompt. There was no patient involved in this event.